Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a cut in the tubing. Further visual inspection to the tubing and slide clamp was performed and no defects were observed that could generate the observed problem. Underwater leak testing was performed with no other issues identified. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set snapped apart. The event happened after the nurse hung a potassium chloride 20 mmol bag and attempted to insert the set into a baxter pump; excessive force was not applied and the blue clamp was closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no (additional): (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.